Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
A service technician called in a stryker micro sagittal saw for repair because it was running while in safe mode. The event occurred during a routine maintenance visit. There was no pt involvement; no adverse consequence was associated with the event.